Manufacturer narrative:
The insulin pump was received with no button response due to flattened b, escape, act, up and down buttons dome switches. Unable to perform the self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to button keypad anomaly. Inspected the lcd connector and no unlocked connector was noted. The insulin pump passed stop current test. No missing segments or partial display, black screen or display anomaly or burnt look screen or case anomaly noted. No damage or burnt electronics noted. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display screen has missing segments and looks burnt. Customer also indicated that the keypad buttons are hard to press and the up and down arrows dont work very well. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.